Event description:
The customer reported that the system was unable to product an fluoroscopic or x-ray image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.